Manufacturer narrative:
Device was used for treatment, not diagnosis. Tatebe, m., nishizuka, t., hirata, h., and nakamura, r. Ulnar shortening osteotomy for ulnar-sided wrist pain. J wrist surg., volume 3:77-84. This report is for unknown - 5 or 6 hole compression ao plate/unknown quantity/unknown lot. (B)(4) thirteen (13) unknown patients who had appearance and progression of a bony spur at the distal radioulnar joint (druj). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article tatebe, m., nishizuka, t., hirata, h., and nakamura, r. (2014) ulnar shortening osteotomy for ulnar-sided wrist pain. J wrist surg., volume 3:77-84. The purpose of this article is to review the long-term clinical results of ulnar shortening osteotomy to compare clinical results and radiological and arthroscopic findings. The retrospective review consists of two groups. Group a consist of 30 patients with ulnocarpal impaction syndrome (18 right wrists, 21 left wrists; 15 men, 15 women) whose mean age at the time of index surgery was 37 years (range, 16-64 years) and mean duration of follow-up was 11 years (range, 5-19 years). Group b looked at those treated between 2008 and 2010 and in total there were 66 patients with recalcitrant ulnar fracture wrist pain treated. They consist of 36 males, 30 females whose mean age at the end of conservative treatment was 38.1 years (range, 15-67 years). This is report 1 of 1 for (B)(4). This report is for an unknown - 5 or 6 hole compression ao plate and refers to group a had three (3) unknown patients who reported mild discomfort at the plate site as well as thirteen (13) unknown patients who had appearance and progression of a bony spur at the distal radioulnar joint (druj).